Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set tubing detached from connector on (B)(6) 2025. The infusion set was in use for less than 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025- 07939. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008807, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008807 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 3, on 24/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h02566 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 16/aug/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h03007 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 18/aug/2024, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.